Event description:
A report was received that the patient was experiencing difficulty getting a full charge on their ipg. The physician replaced the ipg as he thought it was faulty. The patient is doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The device exhibited normal device characteristics. Upon receiving, the ipg was depleted completely, and it was charged up in two charge cycles. However, the patient's profile indicates the ipg had been charged normally until recently, and then it unable to fully charge. This symptom is a similar characteristic of ipg orientation resulted from ipg flipping in the pocket.

Event description:
A report was received that the patient was experiencing difficulty getting a full charge on their ipg. The physician replaced the ipg as he thought it was faulty. The patient is doing well following the procedure.